Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. St-pierre, w., et al. Canadian journal of cardiology, 41(10). Https://doi.org/10.1016/j.cjca.2025.08.330. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in ¿what is the meaning of maximally tolerated guideline-directed medical therapy in patients with left ventricular assist devices? Insights from a canadian tertiary centre¿, that the heartmate ii and heartmate 3 were involved in a study, where 7 patients died from lvad hemorrhagic complications or worsening cardiogenic shock following implantation. Seven had underwent heart transplantation (among which 4 died of transplant complications). The retrospective study reviewed 98 patients overall (heartmate ii n=76, heartmate3 n=17) who had been implanted between 2009-2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.